Event description:
It was reported that revision surgery is scheduled to be performed due to elevated metal ion levels.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.